Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results of the ins (B)(4) found a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery depleted prematurely. No external or patient factors were identified as leading to the issue. The patient was reprogrammed to decrease the recharging interval and the battery was replaced. The issue was resolved at the time of the report. No patient symptoms reported.